Event description:
Boston scientific crm received information that the patient with this right atrial (ra) lead developed endocarditis on a valve and the lead will be explanted. Additional information indicated that this patient is in the intensive care unit. No further information is currently available.

Manufacturer narrative:
Our records indicate that this lead remains implanted at this time. If additional information is received, this report will be updated.